Event description:
Customer awoke at 06:15 am and had a blood glucose reading of 353 mg/dl. She administered a bolus of insulin. At 6:45 am, her bg was 402 mg/dl. At 07:20 am, her bg level was at 560 mg/dl. Customer went to the emergency room for treatment. When the emergency room nurse removed the pod, it was noticed that the cannula was "wrapped" and had not been inserted at the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The customer indicated that the cannula was "wrapped" and may not have inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.